Event description:
On 8/22/95 device was implanted. On 10/25/95 the pump was revised. On 9/11/96 the cylinders and pump were removed from the pt and replaced due to pt dissatisfaction - seemed to deflate spontaneously, capsule around reservoir. Some angulation of the penis and some discomfort in the scrotum.